Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Manufacturer narrative:
Other, other text: additional information was received indicating there was no patient involvement, event date was provided. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The reported issue was duplicated during functional testing that included occlusion testing. Based on evidence and investigation, the complaint allegation was confirmed. The investigation determined that a combination of worm coupling, lead screw and clutch halves not operating as intended was the cause of the reported issue. The worm coupling, lead screw and clutch halves were replaced.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump exhibited motor rate error. No patient injury reported.